Manufacturer narrative:
A system service check of the stellant flex CT injector, serial number (B)(6), was completed on november 14, 2023 which confirmed that the injector was operating within bayer specifications. Multiple documented attempts have been made to gain specific information related to the reported event, including the disposables involved; however, these attempts have been unsuccessful. In the event that additional information is obtained, a follow-up report will be submitted. The medrad® stellant flex CT injection system operation manual cautions the user as follows: warning: air embolization can cause death or serious injury to the patient. Do not connect a patient to the injector until all trapped air has been cleared from the syringe and fluid path. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
On november 14, 2023 bayer medical care inc. Received information that a patient who was undergoing a CT scan suffered an alleged air injection while connected to a medrad® stellant flex CT injection system (B)(6). The patient was reported to have required medical treatment for the air injection. Although no additional details were provided, the customer did confirm that the patient is doing fine now.

Manufacturer narrative:
UDI related data quality updates only correction: for UDI data discrepancy/mismatch on previously submitted MDR and to ensure the device identification data is in alignment with gudid.